Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the insulin was squirting out during the manual prime process. The customer reported that they were unable to exit priming. The customer's blood glucose was 48 mg/dl at the time of incident. The customer's blood glucose was 364 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food and drink. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.